Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a diagnostic procedure, using a 6fr sheath. Reportedly, when the proglide was advanced, the guide wire was felt to be ¿buckling¿. The guide wire was exchanged to an extra stiff wire and the proglide was re-advanced, but again, "buckling¿ of the guide wire was felt. When the proglide device was removed, resistance was felt, and it was noted that the device was broken where the silver and black parts meet. Pressure was applied to hold the broke piece and kelly clamps were used to grab and successfully remove the broken piece from the patient anatomy. A second proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported resistance with the guide wire was not confirmed. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. The reported detachment was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.